Manufacturer narrative:
This is the same event as: MFR# 2249697-2011-01147, 01149, 01150, 01151. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon incoming inspection at the distribution site, it was noted that the units appeared to be cracked.